Event description:
While shopping, patient received multiple ICD shocks while asymptomatic. Brought to our ER via ambulance where shocks continued until ICD therapy could be turned off. Sprint fidelis lead has been on advisory for lead failure. Lead impedance was noted to be out of range and shocks were deemed inappropriate due to lead failure. Lead explanted and new lead was implanted. Patient was discharged the next day.====================== manufacturer response for implanted ICD lead, 6949 fidelis lead======================known issue